Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction error. There was no audible sound coming from the device. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker is defective and needs replacement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.